Manufacturer narrative:
The returned device was evaluated and a leak test was performed on the device. Fluid leaked out of the unexposed portion of the soft cannula. A small tear was observed on the unexposed portion of the soft cannula. Corrosion was observed on multiple components of the device, being the top housing, pcb, top battery, and needle assembly. The leak on the soft cannula caused the corrosion. These factors ultimately contributed to the device's failure to deliver insulin. No alarms, timeouts, nor drive stalls were observed in the data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl. The pod was worn between 36 and 48 hours on the leg. Hyperglycemia treated with a new pod.